Event description:
It was reported that episode review was requested for a treated and untreated event. A boston scientific technical services consultant reviewed both events and stated they look similar. Sensing is programmed to primary, 1x with a very large r-wave. It appears the patient is in sinus tachycardia at a rate of approximately 140bpm. The t-wave becomes elevated resulting in t-wave oversensing (twos) and an inappropriate shock. An elevated heart rate sensing evaluation should be considered to determine if there are better options at higher rates. The caller was in agreement and will discuss this patient with the patient's provider. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.